Manufacturer narrative:
The actual device was not returned to the MFR for physical eval. However, a companion sample from the same lot was returned from the controlled stock for investigation and no defects were noted. In addition, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak following her treatment. She had completed treatment and found fluid underneath the cycler. She could not identify the source of the leak but reported there was no fluid around the cassette or supply bags. She had already contacted her pd nurse. The used set was discarded. During follow up, the pt's pd nurse reported that the pt did not have any signs of infection. Her effluent remained clear. She was treated prophylactically with 1g vancomycin and 1g fortaz antibiotics. No adverse event reported at this time.